Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 589 mg/dl. The customer stated that she was vomiting prior to the event. The customer also stated that the insulin pump was alarming several times a day for four days. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.